Manufacturer narrative:
(B)(4) - follow-up #001. Initial pr # (B)(4) issued MFR report #1525712-2011-00405. The 9xt manual wheelchair was not returned to invacare for an inspection. Medicare had contacted a dealer to make the necessary repairs to the consumer's wheelchair. The incident allegedly was not the fault of the chair. The consumer is a very small person who sits on a cushion and that cushion overlaps the front end of the seat upholstery. The consumer sits forward in the chair, his back not touching the back upholstery and he tends to foot propel. When the consumer went to move forward' he tumbled out of the chair. The dealer had the consumer sign off on the chair that it was to his liking and that it worked fine. The consumer states he was sitting in the chair at his doctor's office. When he went to turn and move the chair forward, he allegedly fell out of the chair and broke his nose. The consumer alleges one of the stem bolts measures 1/8" and the other one is 1/2". Upon further investigation it was determined the consumer was using 4 inch casters on his x90 wheel chair. Labeling in the user manual part number (B)(4) provides the consumer with information on using the correct parts and making the correct adjustments to the device afterwards. In addition, the seat positioning strap and stability information are provided. Re: description of allowable caster sizes - page 11: sizes: "(B)(4)." The consumer was using the incorrect sized castor at 4 inches in diameter. Re: a warning to the consumer to read and understand the user manual - page 15 - warning: do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. A qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures specifically indicated in the manual. Page 20 - re: the use of seat positioning straps - warning: always wear your seat positioning strap. In as much as the seat positioning strap is an option on this wheelchair (you may order with or without the seat positioning strap), invacare strongly recommends ordering the seat positioning strap as an additional safeguard for the wheelchair user. The seat positioning strap is a positioning strap only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, strap must be replaced immediately. With regards to seat/chest positioning straps - it is the obligation of the (B)(4) dealer, therapists and other healthcare professionals to determine if a seat/chest positioning strap is required to ensure the safe operation of this equipment by the user. Serious injury can occur in the event of a fall from a wheelchair. Page 20 - re: the stability warnings (all models) - warning: the seat depth, back height/angle, seat angle, size/position of the front casters, size/position of the rear wheels, anti-tipper model, as well as the user condition directly relate to the stability of the wheelchair. Any change to one or any combination of the ten may cause the wheelchair to decrease in stability. These adjustments must be performed by a qualified technician. The various seat-to-floor heights require specific settings depending on rear wheel size, rear wheel position, front caster size/position and desired seat-to-floor angle. These adjustments must be performed by a qualified technician. Re: the required adjustments after changing casters . A chart on page 21 provides the other adjustments that must be made to the device by a qualified technician after there have been changes in caster size: back height, back angle, caster position, wheel size, wheel position, wheel condition and anti-tipper locks.

Event description:
The consumer states he was sitting in the chair at his doctor's office. When he went to turn and move the chair forward, he allegedly fell out of the chair and broke his nose. The consumer alleges one of the stem bolts measures 1/8" and the other one is 1/2".

Manufacturer narrative:
The consumer states he was sitting in the chair at his doctor's office. When he went to turn and move the chair forward, he allegedly fell out of the chair and broke his nose. The consumer alleges one of the stem bolts measures 1/8" and the other one is 1/2". Upon further investigation it was determined the consumer was using 4 inch casters on his x90 wheel chair. Labeling in the user manual part no. 1056953 provides the consumer with information on using the correct parts and making the correct adjustments to the device afterwards. In addition, the seat positioning strap and stability information are provided. Description of allowable caster sizes - page 11: sizes: "6 x 1-inch urethane, 8 x 1¼-inch urethane, 8x1-inch solid rubber, and 8x1¼-inch pneumatic or pneumatic flat-free insert, 8x1¾-inch semi pneumatic." The consumer was using the incorrect sized castor at 4 inches in diameter. A warning to the consumer to read and understand the user manual - page 15 - warning: do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. A qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures specifically indicated in the manual. Page 20 - the use of seat positioning straps - warning: always wear your seat positioning strap. Inasmuch as the seat positioning strap is an option on this wheelchair (you may order with or without the seat positioning strap), invacare strongly recommends ordering the seat positioning strap as an additional safeguard for the wheelchair user. The seat positioning strap is a positioning strap only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, strap must be replaced immediately. With regards to seat/chest positioning straps - it is the obligation of the (B)(4) dealer, therapists and other healthcare professionals to determine if a seat/chest positioning strap is required to ensure the safe operation of this equipment by the user. Serious injury can occur in the event of a fall from a wheelchair. Page 20 - the stability warnings (all models) warning: the seat depth, back height/angle, seat angle, size/position of the front casters, size/position of the rear wheels, anti-tipper model, as well as the user condition directly relate to the stability of the wheelchair. Any change to one or any combination of the ten may cause the wheelchair to decrease in stability. These adjustments must be performed by a qualified technician. The various seat-to-floor heights require specific settings depending on rear wheel size, rear wheel position, front caster size/position and desired seat-to-floor angle. These adjustments must be performed by a qualified technician. The required adjustments after changing casters . A chart on page 21 provides the other adjustments that must be made to the device by a qualified technician after there have been changes in caster size: back height, back angle, caster position, wheel size, wheel position, wheel condition and anti-tipper locks.

Event description:
The consumer states he was sitting in the chair at his doctor's office. When he went to turn and move the chair forward, he allegedly fell out of the chair and broke his nose. The consumer alleges one of the stem bolts measures 1/8" and the other one is 1/2".